Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the suction irrigator for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned, a follow-up MDR will be submitted to the FDA. This complaint s being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the suction irrigator broke off and fell inside the patient. The piece was retrieved, however, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a portion of the suction irrigator broke off and fell inside the patient. The piece was retrieved and there was no report of patient harm, adverse outcome or injury.